Manufacturer narrative:
A melody with plastic around the handle is loose when the patient would get up with the support of the walker. This meant that the rollator's handles became unstable. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
A melody with plastic around the handle is loose when the patient would get up with the support of the walker. This meant that the rollator's handles became unstable. The melody is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).